Event description:
While peeling membranes from the macula of patient with traction detachment, microscope light, zoom function, x/y button, and pedal all stopped functioning for no apparent reason. There was no electrical disconnect. No staff had touched the scope at the time of the incident.======================manufacturer response for zeiss lumbra 700 microscope, zeiss microscope======================have not seen a written response as yet.